Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-3636h suture anchor, and (2) ar-16992n scorpion¿ needles failed. This occurred during a hip labral repair on (B)(6) 2025 when the ar-3636h repair stitch did not pass through the anchor. The device was removed and another ar-3636h was used. The (2) ar-16992n broke during the first pass. All fragments were retrieved. The case continued using a ar-4068hl. There was about a 10-minute delay where additional anesthesia was administered. The representative was unsure but said he could guess the bone quality was hard.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique.